Event description:
It was reported that during the post operation visit the pt presented with toxic anterior segment syndrome (tass) like symptoms. Steroids were prescribed and the tass has cleared up. There ws no permanent damage to the pt or the visual acuity. No cultures were taken. The lens remains implanted. The user facility has indicated that they have not identified a cause but they are re-sterilizing the instruments and handling the instruments more carefully to avoid future contamination. The facility also has indicated they had the duct work cleaned out after construction was done at an adjoining office.

Manufacturer narrative:
The lens remains implanted therefore is not available to be returned for evaluation. Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.